Manufacturer narrative:
Cataract and secondary surgical intervention to remove/replace/reposition the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens opacity and pterygium. In a separate visit the lens was explanted and the problem resolved. The cause of the event was unknown.

Manufacturer narrative:
Corrected data: d6a: lens implant date: (B)(6) 2022. H6: health effect - clinical code (e): 1766 (cataract). Claim: (B)(4).